Event description:
The cerner millennium power chart fails to track life critical implanted devices such as pacemakers, whose batteries have finite life. This pt was hospitalized for two weeks with cerner ehr and cpoe systems deployed for the care. At no point was there a warning that the battery was at end of life. After the pt was discharged from that hospital and the care managed with paper records was it noted by an astute physician that the pulse generator must be urgently replaced, the cerner system fails the pt's with pacemakers because it has no functionality for tracking the life of the battery or its implant date. It is urged that there be a warning on the system that the ehr does not record pacemaker or aicd defibrillator specific tracking info.